Manufacturer narrative:
Concomitant medical products: brand name: micra, mc1avr1-delsys/ expiration date: 28-nov-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, device mfg date: 08-jul-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the physician was not able to re capture the device. After putting more pressure on the tether, the tether broke and the device dislodged. Surgical intervention was required. The device was attempted / not used. No patient complications have been reported as a result of this event.